Manufacturer narrative:
(B)(4). Implant date: 2008. Report source: (B)(6). Device evaluated by MFR: customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for revision due to tibial loosening. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay that this report is a duplicate of 0001825034-2019-02592.

Event description:
This follow-up report is being submitted to relay that this report is a duplicate of 0001825034-2019-02592.